Manufacturer narrative:
Concomitant medical products: non-bd filtered extension set, therapy date (B)(6) 2018. Post market surveillance for med consumables. The customer¿s report of leaking between the non-bd connector and tubing connection was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking. The root cause for the reported event is not known. .

Event description:
The customer reported a leak between the nonbd connector and tubing while on a post operative hlhs (hypoplastic left heart syndrome) patient that was highly medically unstable. The patient was receiving an infusion of calcium chloride, milrinone, dopamine and precede. There was no report of patient harm.